Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was showing a count down after doing a battery change and stated now seems to be stuck on vibrate portion of the test, and the screen was not changing. Customer reinserted the battery and try again, insulin pump turned on again, again did the count-down, and then showed unexpected restart and a cold reset performed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.